Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot#: 0205500258, product type: lead. Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(4), ubd: 19-sep-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for angina. It was reported that the patient experienced reduced therapy effect. The stimulation was getting weaker and weaker. The patient programmer showed a figure of a doctor and eri (elective replacement indicator). When the clinician programmer checked the ins, it showed 2.395v. The mdt data showed very low impedances on contacts 0<(>&<)>2. Eri was triggered on (B)(6) 2018. The stimulation has not been on a lot; since the last interrogation on (B)(6) 2017, the stimulation has been on for 199 days, 14 hours, 53 mins, and 56 secs. The stimulation was turned off by the patient on (B)(6) 2018. The current amplitude was set to 6.2v. No further complications were reported or anticipated.